Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the insulin pump had a crack, the screen was blank and there was water inside. The customer stated that she could not see any cracks but the insulin pump was not turning on. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The insulin pump was exposed to moisture. The customer declined troubleshooting for high blood glucose level and treated with manual injections. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.